Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of over 600 mg/dl. The nurse stated that there the customer had a no delivery alarm on their insulin pump. The nurse declined to trouble shoot the no delivery alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.